Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced. However, it is likely, that the foreign matter was made using chemicals such as silicone oil or grease. Component analysis on the red stain on the rubber gloves that were sent with the device confirmed, that silicone was detected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The device was inspected and found no traces of a red powder and no issues with the equipment. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the channel cleaning brush was used when reprocessing evis lucera colonovideoscope, a red, powdery substance emerged from the forceps channel after brushing. The issue occurred during reprocessing. There were no reports of patient harm. Related patient identifier is as follows: (B)(6).